Event description:
The customer reported via phone call that they had an emergency room visit due to low blood glucose levels on unknown date. Customer¿s blood glucose was 18 mg/dl at the time of incident. Troubleshooting was not performed. It was unknown whether the customer was using auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.